Event description:
It was reported that a patient implanted with an impella cp developed a hematoma on the right femoral artery which was managed successfully with manual pressure. Additionally, suction alarms occurred and they were addressed by infusing two liters of lactated ringer's. The pump's position was checked with an echocardiogram and the impella was pulled back into a stable position. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of hematoma was most likely use issue related since hematoma occurred after the patient arrived to unit. The cause of major bleed was not determined due to insufficient clinical details. The cause of positioning issue cannot be determined since insufficient clinical details were provided. The device passed all post sterile inspection checks.